Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope produced a blurry image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that the blurry image was likely attributed to a dirty camera lens with oil residue. Olympus will continue to monitor field performance for this device. Corrected fields: b5, h6: health effect impact code and component code. Updated fields: d9, h2, h3, h4, h6, h11.

Event description:
The reported issue was identified during inspection for use.